Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and irritation at the ipg site. It was also noted that the patient had increase muscle spasm and pain along the trapezius. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the new pain was not device related. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain and irritation at the ipg site. It was also noted that the patient had increase muscle spasm and pain along the trapezius. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site was tender upon palpation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg site was tender upon palpation. The patient will undergo an explant procedure.